Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pcu faceplate exchanged caused the devices to be unable to connect to cerner could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that during the bd preventative maintenance, the bd personnel detached the device face plate from the pcu and reattached a face plate from another pcu. Shortly after the face plate exchange the informatics team began to receive multiple phone calls stating that the devices were not connecting with cerner. The facility biomed was able to determine that the problem was the bar code that identifies the pcu is located on the face plate. Biomed personnel had to work late into the evening and come in early the next day in order to resolve the issue prior to any patient harm occurring. It is estimated that there were approximately 105-155 units affected. Additionally, a test device was pm'd and sent to a patient care unit. This was also identified by the biomed personnel and the device was removed from the patient care unit. The customer further stated that the errors could have led to significant and severe patient harm.